Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was either 245 or 254 mg/dl. As the customer had already initiated the load process, tandem tech support was unable to troubleshoot to determine a possible cause of the occlusion.